Event description:
A nurse reported that, during intraocular lens implantation surgery, a scratch on the lens was noticed after insertion. The lens was explanted and replaced with another lens during initial procedure. The procedure was completed with another lens on same day without any harm to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).